Manufacturer narrative:
H3: product analysis as found condition- five concerto devices were returned for analysis within a shipping box, a plastic bag, an opened concerto inner pouch, another plastic pouch and within an introducer sheath. No microcatheter was returned. Visual inspection/damage location details ¿ the introducer sheath was found to be applied correctly with the wavelock facing towards the proximal end of the pushwire. The introducer sheath was found to be in good condition. No damage or irregularities were found with the actuator interface or the break indicator. No evidence of any detachment attempts were found at these locations. The pushwire was found to be bent at ~1.7cm, bent at ~31.9cm, bent at ~60.1cm, bent at ~90.2cm from the proximal end; in addition, the pushwire was found to be bent within the introducer sheath at ~39.5cm, bent at ~23.6cm and bent (damaged) at ~17.9cm from the distal end. The concerto implant coil was returned still attached to the pushwire; however, the implant coil was found to be damaged within the introducer sheath. The coin was found to be in good condition still against the lumen stop. No other anomalies were observed. Testing/analysis ¿ n/a conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was able to be confirmed; however, the root cause of ¿non-detachment¿ cannot be determined. No ¿non-detachment¿ was able to be reproduced. During testing, an in-house instant detacher was able to detached the concerto implant coil first try without any issues. The concerto detach subassemblies worked as intended. The coin was found against the lumen stop in good condition. The report notes that ¿there were 2-3 attempts to detach the coil with the instant detacher.¿, which was unable to be confirmed as no evidence of any detachment attempts were found. No instant detacher was returned for assessment; therefore, any contribution the detacher had towards the non-detachment was able to be confirmed. Based on the customer report and device analysis, the customer report of "coil resistance/ stuck in catheter" was unable to be confirmed; however, the event could not be ruled out. The damage done to the concerto device was found to be consistent with advancement against resistance. The pushwire was found to be bent in multiple segments, with the implant coil damaged within the introducer sheath. The report states that ¿the coil could not advance through the progreat 2.4 microcatheter¿. No progreat microcat heter was returned for assessment; therefore, any contribution the microcatheter had towards the resistance was unable to be assessed. The progreat microcatheter was found to be compatible with the concerto device. A few possible cause for ¿ coil resistance/stuck in catheter¿ are but not limited to user does not maintain continuous flush, and/or damage or kink to pushwire. The root cause could not be determined. It was noted that the patient's blood flow and vessel tortuosity were normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that 4 additional coils returned belonged to mpxr (B)(4) and mpxr (B)(4). Nv-2-8-helix / lot# 227097383, nv-2-6-helix / lot# 228484497, nv-2-6-helix / lot# 228484497, and nv-2-8-helix / lot# 229619045 were not used in the procedure in (B)(4).

Event description:
Additional information received clarified that the report that the coil could not be deployed was referring to non-detachment. Additionally, the coil could not advance through the progreat 2.4 microcatheter. There was no pushwire damage observed. The procedure was completed with another concerto coil with the same size. The cause of the non-detachment was not determined.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto helix coil was unable to be deployed. There were 2-3 attempts to detach the coil with the instant detacher. No attempts were made to attempt to detach using another instant detacher and there was no manual attempt to detach via hypotube. It was noted that there was no issue with the instant detacher. No patient symptoms or complications were reported with this event. It was noted the patient's blood flow and vessel tortuosity were normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).